Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited increasing impedance measurements until it triggered a lead safety switch (lss) due to a high out-of-range lv pace impedance measurement of 2021 ohms. It was noted that the presenting electrogram (egm) appeared similar to the previous presenting egm, but now lv pacing is in unipolar. Technical services (ts) discussed possible options including reprogramming, assessing other vectors, and increasing the lv impedance alert value. This crt-p and the leads remain in service at this time. No adverse patient effects were reported.